Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) canada alleging her onetouch ultrasoft lancing device was too painful to use and therefore stopped testing. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient claimed the alleged issue began in early (B)(6) 2011. She reported that she had been using the subject lancing device for a few weeks, but then stopped testing because it was too painful to prink her finger. The patient stated she was previously testing twice daily and manages her diabetes with humulin n 42u in the morning and 28 units before bed. Humulin r 10u before meals, 3x per day; metformin (500 mg) pills, (2 x per day) and "gluconrom" (1 mg) pill (3x per day before meals). She confirmed that she continued to take the same amount and dose of diabetes medications after she stopped testing. Approximately 2 weeks later, she claimed she developed symptoms of "dizziness, light-headedness and nausea." She reported that she went to the emergency room around the 2nd or 3rd week of may and was tested using a hospital meter (unknown brand) and received a blood glucose value of "26.2 mmol/l." She was reportedly treated with 10 units of humulin r through an IV to stabilize her. She reported that she was in the hospital for approximately 6 hours before being released. During the follow up call, the patient claimed that she did not acquire another lancing device until after lfs replaced hers on (B)(6) 2012. During the initial call, the patient stated she had been using the lancing device for a few weeks prior to stopping testing. She reported that she no longer had the subject lancing device. A replacement lancing device was sent to the patient. This complaint is being reported because the patient claimed she stopped testing her blood glucose due to the reported issue and as a result of not testing, she was treated for an acute complication of diabetes by an hcp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.